Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. The serial number was provided. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was repositioned following a rotation check of about 15 degrees. After the iol repositioning the patient now reaches 9/10 without correction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the intraocular lens (iol) implant procedure, the patient experienced refractive surprise. The lens was repositioned following a rotation check of about 15 degrees. Additional information received and stated that, after the iol repositioning the patient now reaches 9/10 without correction.